Manufacturer narrative:
This device referenced in this report was returned to olympus medical systems corp. And is under evaluation. The manufacturing record of the subject device was reviewed with no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the image of the subject device became dark soon after an unspecified procedure was started. Therefore, the subject device was disconnected and re-connected to the light source device concomitantly used, and reworked the white balance, but the image darkness did not improve. The user replaced the subject device and video system with other devices of another manufacturer. There was no patient injury associated with this event reported. The next day, a service engineer from olympus checked the light source, the video system, and the subject device, respectively, but no abnormality was found. When the service engineer connected the subject device, the light source and video system, and checked the image, the service engineer felt the image was somewhat darker, but the reported problem was not reproduced.

Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained from the device evaluation. During the evaluation, the reported phenomenon that the video image became dark was not duplicated. The amount of the illumination of the subject device was checked and it was within the standard. There were scratches and partial missing in the glue of the bending rubber. The subject device has been used without replacing the insertion tube and video circuit board for more than three years. The exact cause of the reported event could not be conclusively determined.